Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. An investigation is in progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned by customer.

Event description:
This is the second of four reports involving four separate products. Refer to report 8030647-2015-00018 for the first report. Refer to report 8030647-2015-00020 for the third report. Refer to report 8030647-2015-00021 for the fourth report. A report was received stating the closed suction catheter device thumb valve remained in the open position. This incident occurred four times during use. The healthcare professional noted the ventilator alarming which indicated the tidal volume was decreasing. There was no adverse effect on the patients involved and no change in oxygen saturation. The closed suction catheter was removed and replaced with a new device. Additional information has been requested but not yet received.